Manufacturer narrative:
Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.not returned to manufacturer

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) failed the drive manifold test. It is unknown the circumstances in which the event occurred or if there was patient involvement however there was no adverse event was reported.

Event description:
N/a.

Event description:
N/a